Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, for the first firing of lobectomy, they connected the reload to the handle, then the surgeon tried to fire the device, however could not. Some staples of the proximal side were pushed up by staple pushers. The procedure was completed with another device. There was no patient injury.